Event description:
It was called in to technical services on 11 /6/12 that this lead had high dfts at implant and was not used. No further information is known. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).